Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during package opening, it was observed that the reported product¿s bypass interface had an irregular shape. There was no damage to the device's box and no damage to the external packaging. There was no unusual activity observed on the device prior to use. There was no issue with the machine that could contribute to the event. There were no components replaced. Priming was done, and the result was normal. Besides the reported issue, there was nothing else noted. To resolve the issue, the reported product was replaced as a remedial action. The procedure was completed after the remedial action was done. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during package opening, it was observed that the reported product¿s bypass interface had an irregular shape. There was no damage to the device's box and no damage to the external packaging. Besides the reported issue there was nothing else noted. To resolve the issue the reported product was replaced. There was no patient involvement.

Manufacturer narrative:
Additional information: h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the connector was broken. It was reported that during package opening, it was observed that the reported product¿s bypass interface had an irregular shape. The reported issue was confirmed. The most likely cause was traced to transport/storage. The damage was due to a mechanical shock related to transportation or material handling outside the controls of rcs mirandola. The file will be closed as transportation issue. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.